Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of button error alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they removed the battery for an hour and half and the pump was unresponsive. The product was returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent button response due to flattened (creased) up button dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.